Event description:
It was reported that, during a tka surgery, when removing the journey uni tib tr ins sz3-4/8mm, 2 large chips came off the implant and fell in the patient. The surgeon had to remove these separately with forceps and thoroughly check the patient to ensure there were no further chips inside. None were visible still in the patient after inspection. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: d4 (lot number), d9 and h4. Internal complaint reference: (B)(4).

Event description:
It was reported that, during a total knee arthroplasty (tka) procedure, two large chips broke off the journey uni tib tr ins sz3-4/8mm while it was being removed. The broken fragments fell into the surgical site and were individually retrieved using forceps. The surgical site was thoroughly inspected, and no remaining fragments were observed. The procedure resumed after a non-significant delay using a smith & nephew back-up device. No patient injury was reported as a result of the event.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the device returned with significant material fractured off the edges; the edges are scraped and gouged and the surfaces damaged and discolored. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.